Manufacturer narrative:
Received 1 used arcticgel pad kit (torso pads only). The reported issue was confirmed; however, the cause is unknown. Per visual inspection, the hydrogel appeared to be partially peeled off in sections on the pads; the pads were reviewed and found to have the trim pattern correctly performed, the plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between the manifold connector and the pads were found completely sealed, the energy connectors were found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- use pads immediately after opening. Do not store pads in opened pouch. -periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended." (B)(4).

Event description:
It was reported that the pads did not stick to the patient; fixation with leukoplast tape was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads did not stick to the patient; fixation with leukoplast tape was required.